Event description:
In ICU, line being prepped for medication, the bd maxplus pressure rated extension set would not flush. Even with extra force, saline would not flush through the tubing. Extension set removed, another used without issue. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain.